Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed off no power without the low battery alert warning. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received a no delivery alarm. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.